Manufacturer narrative:
The event occurred during the week of (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in line of an access set during infusion. The customer had to back prime the upper y-site to avoid the alarm, even with proper priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.